Manufacturer narrative:
This report is being sent to provide information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the root cause of the subject event was unable to be specified. Since the actual item was not sent to mbc, the root cause of the event was unable to be specified. Presumably, due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The event can be [detected/prevented] by following the instructions for use which state: the user may reduce/prevent occurrence of the subject event by implementing in accordance with IFU. The instruction manual, operation manual, preparation and inspection, inspection of the endoscopic system ¦ inspection of the endoscopic image. Confirm that the white light imaging (wli) and narrow band imaging (nbi) endoscopic images are normal. Olympus will continue to monitor field performance for this device.

Event description:
A communication error occurred in ltf-s190-5 while using the operation, and the image stopped being displayed. Replaced with ltf-s190-10 and continued operation. Currently still in operation. Unknown error code.